Manufacturer narrative:
It was reported that "the wheelchair was brought back to the wheelchair room to be cleaned after a patient left who was using it. The chair was brand new and this was the first patient to used the chair. The patient was far below the weight limit of 300lbs, as we cut off the weight for 18 " chairs at 230 lbs. Upon cleaning and inspecting, there was a very clear crack across the wheel." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
It was reported that "the wheelchair was brought back to the wheelchair room to be cleaned after a patient left who was using it. The chair was brand new and this was the first patient to used the chair. The patient was far below the weight limit of 300lbs, as we cut off the weight for 18 " chairs at 230 lbs. Upon cleaning and inspecting, there was a very clear crack across the wheel."